Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2026-00012.

Event description:
It was reported that a revision surgery was performed to address neck pain and hardware migration. Two mobi-c implants at c5/c6 & c6/c7 were removed and converted to fusion; the surgery was a success and there was no further patient impact. This is report two of two for this event.